Event description:
The event happened during a cto [chronic total occlusion] case performed in cath lab b. We had crossed a wire through a graft leading into the rca [right coronary artery]. Then a balloon was placed over the wire and later broke off and dislodged in the vessel. We deployed a stent in the proximity of the balloon to secure it in place.